Manufacturer narrative:
Insulin pump received with no button response at act, up arrow and down arrow button due to unlocked j2 connector on lcd board noted. Unable to perform displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test or verify rewind anomaly, no delivery alarm and prime/fill anomaly due to keypads not responsive. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had down arrow was not working so they are not able to scroll the menu to even rewind and no delivery alarm. No harm requiring medical intervention was reported. The customer stated that insulin pump had priming process sounds louder, when changing reservoir it rewinds more than once. The device will be returned for analysis.